Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 517 mg/dl while wearing the pod between 1 and 4 hours. The patient reported feeling unwell and vomiting. Upon inspection, moisture was observed in the pod viewing window. When the pod was removed from the infusion site (abdomen), bleeding was observed and the cannula was noted to be bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. No evidence of fluid inside the device was observed. No blood was observed on the device, and no damages were observed that would contribute to the reported bleeding/bruising event. Tear were observed on the left and right side of the external portion of the soft cannula, resulting in a fluid leak. The external cannula tear is independent of the reported allegations.